Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump delivered a bolus that the user did not program. The customer mentioned that the insulin pump's alarm clock goes off in the middle of the night. The patient's blood glucose level was 39 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.